Event description:
It was reported that a vial-mate reconstitution device had a leak after the medication was dissolved in the vial. The leak was coming from the blue and white plastic areas. The event occurred during reconstitution of unspecified drugs. There was no patient involvement, injury, medical intervention, or adverse event associated with the report. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The sample was not returned for evaluation; therefore, a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.